Event description:
The customer reported that the 9900 system would not turn on. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power was reset during the service call. The system was tested and found to be working as intended, and put back into service.